Event description:
It was reported that the driveline was suspected to be damaged. Log files showed a pump stop and 2 low speed advisories with speed drops as low as 0 rotations per minute (rpm). The issue appeared to occur only when the ventricular assist device (vad) was connected to power module. This type of behavior has been linked to potential issues with the percutaneous lead. An unshielded patient cable was to be provided for the patient. Additional information was received that the patient was admitted for driveline bacterial infection on (B)(6) 2023 and the pump stop event was identified on (B)(6) 2023. The cause of the malfunction was thought to be to be deterioration of the device due to long term use. Due to both the infection and the device malfunction, the pump was exchanged from heartmate ii to heartmate 3 on (B)(6) 2023.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
Additional information was received that x-ray images were not available and it was unknown if the damage was confirmed. It was also unknown if the percutaneous lead was exposed to trauma. The patient reportedly gained about 10 kilograms of weight. If the alarms were related to specific torso movements was not known. The patient did not experience symptoms during the alarms. Related MFR: 2916596-2023-07978.

Manufacturer narrative:
Related MFR numbers #2916596-2022-13175, #2916596-2022-01114, #2916596-2023-03814, #2916596-2023-07296. Manufacturer's investigation conclusion: the evaluation of heartmate (hm) ii left ventricular assist system (lvas), serial number (B)(6), confirmed internal driveline (dl) wire damage that could have contributed to the pump stop event captured in the submitted log file. A specific cause for the patient's infection could not conclusively be determined through this evaluation. The submitted log file contained events from 01sep2023 through 16sep2023. A pump stop event was captured on 16sep2023 while the patient was connected to the power module. No other notable events or alarms were observed. (B)(6) was returned assembled with the dl severed approximately 1.25¿ from the pump housing. The distal portion of the driveline was returned in three segments measuring approximately 6¿, 5.5¿ and 24¿ (including the controller connector), respectively. The inflow conduit (inlet tube, flex section, and inlet elbow) was returned attached to the pump's inlet port. The outlet elbow was returned attached to the pump¿s outlet port. A small portion of the outflow graft was returned attached to the outlet elbow. The outflow graft bend relief had been severed adjacent to its hardware and was returned detached from the graft attachment hardware. The remainder of the outflow graft and bend relief material was not returned. The bend relief collar was returned detached from the bend relief hardware. Upon disassembly, visual inspection of the pump¿s blood contacting surfaces revealed no evidence of developed or adhered depositions or thrombus formations. The returned portions of the driveline were tested for electrical continuity and all wires were found to be electrically intact. Visual inspection of the 1.25¿ pump-end driveline segment revealed breaches in the insulations of the brown and orange wires at the pump housing. Visual inspection of the 6¿ driveline segment revealed breaches in the insulations of the yellow, orange, and green wires approximately 1¿ from its proximal end, as well as the yellow wire approximately 1.75¿ from its proximal end. The observed damage appeared to be the result of fatigue failure due to repetitive flexing of the driveline and abrasion against the metal braided shield. Visual inspection of the remaining wire sections revealed no obvious signs of damage to the wire insulations or the underlying conductors. The returned driveline segments were then submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test did not reveal any additional areas of current leakage in the insulation of any of the driveline wires. If the exposed conductors of any of the wires contacted the braided shield while the system was operating on a tethered power source such as the power module or mobile power unit (mpu), the resulting short-to-ground would have resulted in the alarms and pump stop confirmed through the submitted log file. Similar events could have also occurred from a phase-to-phase short if the exposed conductors of any of the wires from two different phases made direct contact with each other or simultaneous contact with the braided shield while the system was operating on battery power. The pump was cleaned and the bearings, rotor and blood contacting surfaces were examined under a microscope; no anomalies were observed that would have contributed to a functional issue. The pump was reassembled; however, due to the location of the confirmed internal driveline wire damage, (B)(6) was not functionally tested using a mock circulatory loop. The relevant sections of the device history records for (B)(6), as well as driveline, serial number 62984 were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) and the heartmate ii patient handbook are currently available. The IFU lists infection (local, driveline, pump pocket or pseudo pocket) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists infection as a potential late postimplant complication. Furthermore, several sections of the heartmate ii IFU and patient handbook provide care instructions regarding how to prevent infection as well as the suggested responses in the event an infection occurs. The hmii IFU and hmii patient handbook, provide information regarding how to care for the driveline and address damage due to wear and fatigue of the driveline. These sections state that despite care, all heartmate ii drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. Additionally, these sections outline indications of driveline damage as well as the how to respond to such events. The patient handbook also instructs the user to call their hospital contact right away if the driveline is damaged (or might be damaged). The patient handbook and IFU provides information on system alarm conditions as well as the appropriate actions associated with each condition. The patient handbook also contains a section on handling emergencies and further instructs the user to call their hospital contact if the patient thinks that, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.